Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of the display intermittently not working at boot-up though it did note that the boot-up time was long and therefore the hard drive was reconfigured and the software reloaded. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that during boot-up the display was intermittently not working. The programmer was returned for service. No patient complications have been reported as a result of this event.